Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The first cylinder exhibited a hole in the outer tube, broken fabric threads, and a hole in the inner tube consistent with kink resistant tubing (krt) wear at the proximal end of the cylinder. Additional broken fabric threads consistent with wear were observed in the middle of the first cylinder. The first cylinder krt was worn to the filament, and a leak was identified consistent with krt wear at the proximal end of the cylinder. The second cylinder krt was worn to the filament and passed leakage testing. The ms pump krt was worn to the filament. The ms pump passed leak testing and passed functional testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of 'mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)' and 'excess force or friction on silicone leads to stress, strains, holes or tears' were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the first cylinder leak from krt wear could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a nonconformance was identified. See additional manufacturer narrative for full investigation details.